Event description:
Previous medwatch submission noted rupture. Upon explant, healthcare professional reported device was in tact. Complaint no longer reportable and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. Clarification to h.1. Type of reportable event: there are no events associated with this complaint record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The status of the device is unknown.